Manufacturer narrative:
The reported issue that there was a pressure sensor issue could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 21feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there was a pressure sensor issue. The device had the pressure sensor reset a week prior and the unit was returned to the biomedical (biomed). The pressure sensor was replaced and passed all tests. There was no patient involvement. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that there was a pressure sensor issue could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 21feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15495445 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
It was reported that there was a pressure sensor issue. The device had the pressure sensor reset a week prior and the unit was returned to the biomedical (biomed). The pressure sensor was replaced and passed all tests. There was no patient involvement. Per customer, no further information will be provided.